Event description:
A malfunction alarm was reported with the code malf 12. There was no adverse impact to the customer's blood glucose level. Customer service provided instructions on how to reset the pump, which resolved the issue, as the malfunction code did not recur. The customer was informed to continue using the pump and to contact support again if the issue reappears.